Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h4 device manufacturer date the device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The device history files from 2024-05-21 to 2024-05-23 were investigated. A space line was inserted and the infusion started with a rate of 83,30ml/h and a volume of 2000ml. A upstream alarm occurred, two times. The reason for the upstream alarm could not be clarified. At the end of the infusion, 1727 ,46ml was infused. No other abnormalities were found. Judgment: the complaint could not be confirmed. Based on the picture, the line was twisted inside.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: started (B)(6) 2024 7pm , rate of 83.3ml/hr , vtbi 2000ml to last for 24 hours. Therapy bag was found to be empty at 5pm on the (B)(6) 2024 by the patient using the call bell. No patient injury, neutrapur space line was found to be twisted upon opening the pump door.